Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven shocks from the cardiac resynchronization therapy defibrillator (crt-d). Follow-up concluded the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response. The patient was hypokalemic. The device remains in use after an atrioventricular node ablation. No further patient complications have been reported as a result of this event.